Manufacturer narrative:
It was reported that the mee-2000a amplifier cord failed during a procedure. No patient harm was reported. The device has been returned to nihon kohden and is awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were used in conjunction with the mee-2000a: concomitant medical device: jb-232b: serial number (B)(4).

Event description:
It was reported that the mee-2000a amplifier cord failed during a procedure. No patient harm was reported.

Event description:
It was reported that the mee-2000a amplifier cord failed during a procedure. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, customer at great america leasing corp reported the following: "unit 00164 has a faulty amplifier cord. It will disconnect if it's not in a certain position". The issue was reported to occur for mee-2000a sn: (B)(6)(a/dell-5580-lt sn: dwqhst2). Investigation summary: the root cause of the connection failure is not known as evaluation of the complaint part (jb-232a sn (B)(6)) was unable to reproduce the reported issue. The amplifier cord was tested and found to be working normally without issue. Additional device information: the following devices were used in conjunction with the mee-2000a: d11 & c2: concomitant medical device: jb-232b: serial number (B)(6). Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H3 device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.